Event description:
It was reported that during a prostatectomia radial per video procedure, the shears broke combined with the "jaw". Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information and clarification has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The report received from the field states that when attempting to cross the lesion with the stent delivery system (sds) the stent dislodged. The age and gender of the patient are unknown. The procedure was for treatment of a stenosis in a proximal vein graft. The characteristics of the lesion are unknown. As per the report, the physician did not know if the stent was still on the balloon while trying to cross the lesion. He then pulled back and checked the stent. The physician thought the stent felt strange on the balloon catheter. A second attempt was made to cross the lesion and this is when the stent came off the balloon. He went in with a 2.0 balloon and saved the stent in the proximal vein graft. The stent was successfully deployed. No patient injury. The physician's concern was why this happened - possible strut being caught on the stenosis or caught on the guide. The guide used was medtronic launcher jr 4 with outside holes.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.